Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in asepsis during ccpd therapy as reported by a medical professional. Nonadherence to aseptic technique during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures yielded no growth, an initially elevated wbc count with decreasing symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she is currently on antibiotics due to peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) on 22/jul/2024 with abdominal pain and cloudy peritoneal effluent fluid. The patient was suspected of having peritonitis in the ed as she was prescribed one-time administrations of intravenous (IV) vancomycin and IV gentamycin (dosages not reported) to address this suspected infection. Laboratory testing was not conducted in the ed as the patient was advised to follow up with her clinic the following morning. The patient presented to the outpatient clinic on 23/jul/2024 with persisting symptoms. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on 23/jul/2024 presented with no growth in the culture and a wbc count of 753/mm3. The outpatient clinic confirmed the patient¿s diagnosis of peritonitis based on the elevated wbc count and attributed this infection to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient suffers from dementia which contributed to a break in asepsis during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient is recovering from this event as she remains on antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler throughout her treatment course at home.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she is currently on antibiotics due to peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. The patient was suspected of having peritonitis in the ed as she was prescribed one-time administrations of intravenous (IV) vancomycin and IV gentamycin (dosages not reported) to address this suspected infection. Laboratory testing was not conducted in the ed as the patient was advised to follow up with her clinic the following morning. The patient presented to the outpatient clinic on (B)(6) 2024 with persisting symptoms. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 753/mm3. The outpatient clinic confirmed the patient¿s diagnosis of peritonitis based on the elevated wbc count and attributed this infection to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient suffers from dementia which contributed to a break in asepsis during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient is recovering from this event as she remains on antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler throughout her treatment course at home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.